Event description:
It was reported the patient had syncope, was found non-responsive, paramedics found no ventricular rhythm, so had to apply a temporary pacing system and that a flat line on the electrogram (ECG) occurred again in the emergency room. All tests of the pacing system showed no cause for lack of pacing and there was no evidence to prove or disprove either oversensing or loss of capture. It was noted that during the 'flat-line' episodes there were no pacing spikes seen on the strip, there were no lead warnings and that a chest x-ray was also negative for cause. The physicians were concerned that the patient was without a heart rhythm for at least nine seconds and since neither the lead or device were ruled out as the problem, the pacemaker and right ventricular lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient had syncope, was found non-responsive, paramedics found no ventricular rhythm so had to apply a temporary pacing system and that a flat line on the electrogram (ECG) occurred again in the emergency room. All tests of the pacing system showed no cause for lack of pacing and there was no evidence to prove or disprove either oversensing or loss of capture. It was noted that during the 'flat-line' episodes there were no pacing spikes seen on the strip, there were no lead warnings and that a chest x-ray was also negative for cause. The physicians were concerned that the patient was without a heart rhythm for at least nine seconds and since neither the lead or device were ruled out as the problem, the pacemaker and right ventricular lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
It was further reported that the device had no output. The rv lead had decreased impedance with increase in pacing thresholds that led to possible oversensing or no capture. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head) and there was tissue on the helix.